Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) shaft seal out of position, and blood was noted; full lead returned and analyzed.

Event description:
It was reported the lead screw would not extend, at implant attempt. Positioning/fixation difficulty was also reported. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): shaft seal out of position, tip seal observation, and blood noted on distal conductor, helix mechanism, and helix mechanism (sleeve head); full lead returned and analyzed.